Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulty with positioning and stent dislodgement; however the treatments appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that two xience alpine stents were successfully implanted in the moderate to heavily calcified lesion in the mid left anterior descending coronary artery. A third xience alpine stent delivery system (sds), the 2.75x23, was inserted through a guideliner to go distal to the first two stents. Resistance was met advancing the sds through the guideliner. The sds was partially out of the guideliner in between the first two implanted mid lad xience alpine stents. While removing the guideliner, the xience alpine stent dislodged from the sds and remained between the first two implanted xience alpine stents. A non-compliant balloon dilatation catheter was advanced to the dislodged stent and embedded the stent against the vessel wall. The patient remained stable. No additional information was provided.